Event description:
Caller reported a cgm malfunction, specifically error 42, with their g6 sensor. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support, who provided instructions for a complete pump reset. After following the guidance and resetting the pump, the error code did not reappear, and the customer successfully started their sensor session.